Event description:
The focus rtp system is sending incorrect data to elekta/philips linear accelerators under certain conditions that could result in a pt overdose. No patients have been incorrectly treated as a result of this malfunction.